Event description:
Philips received a complaint on the v60 ventilator indicating the unit turned itself on and would not turn off. The issue occurred while outside of clinical use with no reports of user/patient harm or injury. Diagnostic evaluation performed by engineer reported the issue reoccurred when the battery was disconnected and supplied with only ac power. The customer was advised by the remote service engineer (rse) to replace the user interface component. If problem persists, then to replace the power management printed circuit board assembly.

Manufacturer narrative:
Information was received that the device did not turn off consistently when power button was pushed. The problem was diagnosed as a failing graphic user interface (gui). The issue was cleared when a gui from a different v60 was installed. A user interface board was ordered. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered user interface aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be complete.